Event description:
A customer reported they had to turn the laser settings all the way up and still could not get enough power during a photocoagulation procedure. Both the indirect and slit lamp had this issue and the aiming beam was "off." The surgeon performed a cryopexy as an alternate procedure. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).